Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation due to a constant reload set alarm. The device was determined to not meet all product specifications related to the reported event. The air in line" message was verified. The cause was determined to be low ultrasonic sensor readings which was determined to be the cause of both the reload set experienced, and the air-in-line alarms observed in the history log. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.